Event description:
Pt underwent posterior spinal fusion procedure on 2/7/91. On 6/18/92 he underwent revision surgery. Hardware was removed from lumbar spine. There was pseudoarthrosis found at l4-5, which was re-fused using left hip bone graft.